Manufacturer narrative:
Customer service reviewed instrument logs and could find not analyzer issues. All instrument maintenance was up to date, and quality controls were in range near the time of the suspect sodium result analysis. A trend review and lot search did not identify an increase in complaint activity for the current issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the complaint data and the labeling review, the most likely cause for the falsely depressed result is a sample integrity issue that prevented the correct amount of sample to be used for the analysis. The repeat analysis generated the correct, higher result, indicating the sample issue was alleviated. Use error may have contributed to the customer issue as sample preparation and integrity are not determined by the alinity c processing module but by the operator. No product deficiency was identified.

Manufacturer narrative:
(B)(6) all available patient information was included. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false depressed sodium result sid (B)(6) of 105 mmol/l, repeated 140 mmol/l when processing on the alinity c processing module. No impact to patient management was reported.